Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. Data was received but is pending evaluation. A follow up report will be submitted upon completion of data investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it passed. A pairing test was performed and it failed. A review of the bin file could not be performed due to log unable to be downloaded. The allegation was confirmed. The probable cause is a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was provided for investigation. The reported issue was confirmed via data. The root cause cannot be determined post investigation. No injury or medical intervention was reported.